Event description:
It was reported that the patient was experiencing inadequate pain relief, frequent implantable pulse generator (ipg) charging, and requested magnetic resonance imaging (MRI) functionality. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg device was disposed by the facility.